Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was ¿distorted¿ and leaking, before use. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd posiflush xs pre-filled flush syringe nacl 0.9% was ¿distorted¿ and leaking, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Event description:
It was reported that a bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was ¿distorted¿ and leaking, before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one physical sample was received for evaluation by our quality engineer team. Upon examination of the provided sample, the reported defects of leakage and syringe distortion were observed. A device history record review revealed one related non-conformance during the production of the provided lot number that may have contributed to the observed defect. During the manufacturing process, it is believed that the blister package was misplaced by the index conveyor on a sterilizer tray. The syringe was then impacted due to the next sterilizer tray placement which caused damage to the syringe resulting in leakage. The misplacement of the syringe could be a result of poor/worn suction pads within the manufacturing process. Investigation conclusion: root cause: based on the investigation and the sample provided, the root cause related to misplacement of the blister pack from the index conveyor by the kuka to the sterilizer trays. Leaking syringe is due to impact of next sterilizer tray placement.